Manufacturer narrative:
The investigations concluded that there was no device malfunction. The patient¿s historical data was reviewed and found that the receiver generated several pauses and then generated appropriate alarms for pause, asystole, and low heart rate. Spacelabs field service engineer tested, and device passed all test. We know of no reason that audible and visual alarm indicators would not have been present at the central monitor and central monitor operated according to specifications. This report is considered final and the issue closed. H3 other text: placeholder.

Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2020 that an xhibit central station failed to alarm for telemetry. No injury was reported with this event.